Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house located in (B)(4). The reported complaint was confirmed. The investigation determined that the device fault was due to an isolated electronic component failure of the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
It was reported that the physician denied relevance to the device. The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that on (B)(6) 2015 an astral device stopped delivering therapy to a hospital patient and became inoperable. The patient was then placed on a back-up ventilator however their health condition did worsened. The patient passed away two weeks later on (B)(6) 2015.